Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive results when using kit grp a strep 30 test veritor (material # 256040), batch numbers 2266781. Bd quality performs a systematic approach to investigate all false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were identified. Quality did not receive samples for this complaint and therefore returned sample analysis could not be performed. However a photograph was returned and showed kit grp a strep 30 test veritor test box. Based on the photographs complaint cannot be confirmed. No relevant issues were identified. The root cause could not be identified. Currently no adverse trend for false positive identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using the kit grp a strep 30 test veritor that a false positive occurred and pcr later confirmed these were negative. The following information was provided by the initial reporter: positives occurred for patients and later confirmed negative by pcr unnecessary medication for patient who does not require the antibiotic medication for false positive patients.

Manufacturer narrative:
Common device name: antigens, all groups, streptococcus spp. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the kit grp a strep 30 test veritor that a false positive occurred and pcr later confirmed these were negative. The following information was provided by the initial reporter: positives occurred for patients and later confirmed negative by pcr unnecessary medication for patient who does not require the antibiotic medication for false positive patients.